Event description:
The customer reported to a baxter service rep that the instrument had reinfused the collected plasma at an unexpected time. The instrument alarmed for a platelet poor plasma pump flow problem. The operator saw that the plasma collection bag was empty. The donor was re-infused and disconnected. The donor had no reaction and left in good condition. The center made no follow up call to the donor.